Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software analysis was initiated as part of the investigation. Analysis found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Other relevant device(s) are: product ID: 9736113, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was trouble shoot issues about a computer installation. After installing the old ssd into the new computer, a message with a "low graphic mode" populated. Technical service directed them to do a hard shut down. This resolved the issue. System booted up normally. There was no patient present when this issue was identified.